Event description:
Information received notes that "the patient had a little surgery in france on 2004-apr-22 and died just after by a ventricle rhythm troubl[e] following by an asystolie without ventricular spike. The device was controlled the day before (2004-apr-21), the patient was pacing- dependant at 60 bpm, the magnet rate was 100 bpm, the lead c[h]aracteristics were good. The patient has also an hypertrophic cardiomiopat[h]y."